Event description:
It was reported that the spinal cord stimulation (scs) system was explanted for an unspecified reason. The location of the implantable pulse generator (ipg) and leads was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-2138-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: phase iii linear lead - 50cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2138-50. Serial number: (B)(6). Batch/lot number: (B)(6) model/catalog description: phase iii linear lead - 50cm. Unique identifier (UDI) #:(B)(4). Model number/catalog number: sc-2316-50. Serial number: (B)(6). Batch/lot number: 17274405. Model/catalog description: infinion 16 lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-8116-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: artisan surgical lead, 70cm. Unique identifier (UDI) #: (B)(4). The following products were manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report: model number/catalog number: sc-2138-50, serial number: (B)(6). Model number/catalog number: sc-2138-50, serial number: (B)(6). Model number/catalog number: sc-2316-50, serial number: (B)(6).